Manufacturer narrative:
The reported event of over-sensing/noise was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, noise causing pacing inhibition. And blood contamination on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.